Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) the report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Based on the logfile analysis, the customer¿s reported issue has been confirmed. The device generated an alarm tf 5505, 5502. On (B)(6) 2025, 15:31:07 tf : 5505 tech fault 5505, on (B)(6) 2025, 15:31:06 ets 25 % setting 319, on (B)(6) 2025, 15:31:04 audio paused off special 517, on (B)(6) 2025, 15:31:04 tf : 5502 tech fault 5502, on (B)(6) 2025, 15:31:03 audio paused off special 517, on (B)(6) 2025, 15:31:02 audio paused off special 517, on (B)(6) 2025, 15:31:02 tf : 5505 tech fault 5505, on (B)(6) 2025,15:31:02 screen lock on special 518, on (B)(6) 2025, 15:31:01 nebulizer off special 501, on (B)(6) 2025, 15:31:01 nebulizer on special 500, on (B)(6) 2025, 15:31:00 o2 enrichment special 512. To address the issue a replacement inspiratory valve was sent to the end customer. Following the replacement of the inspiratory valve, the device worked as intended. Hamilton medical considers this case as closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5505, 5502. The patient was switched to alternative ventilator no harm to the patient was reported.